Manufacturer narrative:
Date rec¿d by MFR: 28aug2019. The manufacturer¿s international service technician confirmed the reported "check vent: alarm led failed" issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned, and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
The customer reported that even though an alarm sounds, "there is no alarm that can be silenced" is displayed. There was no patient involvement.